Event description:
Received a call from a x-ray technician on behalf of a physician reporting a pt, who received a shot of hyalgan (sodium hyaluronate) in 2001. The pt subsequently developed fever 3 days later, prompting admission to the hosp on the 4th day after the shot for sepsis. A bone scan was done, which was negative. 5 days after admission to the hosp, pt expired. The lot number was requested but not known. No further info is available at this time. Corrective treatment; not reported.